Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 38 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, while advancing the stent through the guide catheter, the stent delivery shaft broke. The device was removed, and the procedure was successfully completed with an alternate device. No complications were reported, and the patient remained stable and in good condition.

Manufacturer narrative:
The device was returned for evaluation. Visual and tactile inspection of the hypotube shaft revealed multiple kinks and a complete break located from distal to the end of the strain relief. Examination of the outer and inner lumens, as well as the mid-shaft section, revealed no issues. Microscopic analysis showed no damage, stretching, or lifting of the stent struts. Review of the balloon cones revealed no issues, and the balloon wings were tightly wrapped, evenly folded, and had not been subjected to positive pressure. The bumper tip exhibited no signs of distal tip damage. No other device defects were identified during the returned product analysis.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 38 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, while advancing the stent through the guide catheter, the stent delivery shaft broke. The device was removed, and the procedure was successfully completed with an alternate device. No complications were reported, and the patient remained stable and in good condition.